Manufacturer narrative:
H3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 component code.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-01-17 - eq humeral stem primary press fit 17 mm: 4975041, 320-10-10 - equinoxe rev tray adapter plate tray +10: 6207180, 320-46-10 - equinoxe rev 46 mm humeral const liner +0: 5165747, 320-20-00 - eq rev torque defining scrw kit: 6292703.

Event description:
As reported, approximately 5 years and 1 month post the patient's first revision surgery, the patient was revised again, likely due to infection. The surgeon removed all of the implants, cleaned the site, and used calcium sulfate beads and closed the site. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.